Event description:
A customer reported that results from three different patient samples obtained using a vitros 350 system were associated with the incorrect patient names. Mis-associated patient results may lead to inappropriate physician action. The laboratory information system (lis) identified samples and correctly reported them. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that results for three different patient samples were associated with incorrect patient names. The customer was referred to the "programming by sample ID," section (page 7-7) of the vitros 250/350 operator's manual, which describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction occurred. The investigation determined that the most likely root cause of the event is user error due to improper sid reuse. However, the customer's lis cannot be ruled out as a contributing factor.